Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2015 that the patient had a loss of therapy and pain in their left leg. The 3 months prior to the report the patient had been experiencing increased pain and thought they might need some reprogramming. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received from the consumer on 2017-06-28. At first the implant had neutralized the pain but now it was not covering the pain very well starting about a year ago. The patient had other groups available but they had short term memory loss from seizure the patient had years ago that when they were shown how to change groups they forgot. The seizures were reported to have occurred in 2009 prior to the device implant. It was confirmed that the patient had not had a seizure since then. There were some ¿irritating problems¿ with the implantable neurostimulator (ins) and implantable neurostimulator recharger (insr). It was reported that the patient was charging too frequently starting 6 months ago. When the patient was first implanted the battery lasted 1 week. When the patient charges, the insr always gets 8 coupling bars but the patient had to ¿mess with it for a long time¿ in order to get the coupling bars. Sometimes it took a long time and sometimes it did not take a long time for the ins to charge. Once the ins was charged, it was noted that the patient would be lucky to get 24 hours out of the charge. Per the patient, their first implant lasted a week and now this new implant only lasted a day. It was reported that the patient had it set to lower usage but it still did not seem to last very long. The patient thought that it was getting time to replace the ins again because what was currently going on was similar to what the previous ins did. It was unknown if the current ins had a previous overdischarge event. The patient declined troubleshooting during the call and noted that they would be contacting their primary care physician.